Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during unknown procedures on patients of known age and gender, the hubs fell off. According to the initial reporter, the patient sdid not experience any adverse effects due to this occurrence.